Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom false downstream occlusion alarm, determined to be caused by a failed input/output printed circuit board. The failed input/output printed circuit board was replaced.

Event description:
During a baxter evaluation of a spectrum infusion pump, it was found that the device falsely alarmed downstream occlusion. There was no pt involvement.